Event description:
It was reported that while inserting the midline, I encountered a problem with the peelable part of the introducer. When I peeled the introducer, I separated the orange part into two, and on the right side, the grey sheath detached from the orange part. A tiny piece of the grey sheath was on the surface, so I was able to remove it from the patient's body. No consequences to date. No other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of improper peel is confirmed and was determined to be manufacturing related. One 4.5fr microintroducer sheath was returned for evaluation. An initial visual observation revealed the microintroducer sheath and t-handle were split evenly; however, on one side of the t-handle the sheath was observed to be detached. A microscopic observation revealed the t-handle split appeared to be even and minor plastic deformation near the skiving was noted; however, one side of the t-handle had some void areas where the sheath was originally attached to. These findings suggest the improper peel of the microintroducer sheath was likely caused by inadequate enveloping/bonding of the sheath to the t-handle during the manufacturing process. The reported event was found to be part of a known issue. The manufacturing facility has been notified of this event, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. This complaint will be recorded for future trending and monitoring purposes.